Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
Called (B)(6) on 3/15/2018 at 1:02 pm and spoke with pdrn (B)(6). (B)(6) stated that the patient was not hospitalized for appendicitis, but for peritonitis. (B)(6) reported that the patient had passed away two days ago, and the esrd death certificate and hospitalization discharge summary were not yet available. The cause of death was not yet available. I provided my direct line and fax number should additional information become available.

Manufacturer narrative:
Additional information: (B)(4) device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient expired, was reviewed. There is no report that the patient was actively completing treatment at the time of death. Additionally, there is no allegation of a machine malfunction related to the patient death. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had passed away. The nurse stated that the death certificate was not available. The cause of death was not available. The patient had previously been hospitalized for peritonitis, which has been reported separately.